Event description:
Clinician experienced needlestick during insulin injection with pen device. Clinician pinched the skin of a thin patient and needle when thru patient's skin and stuck clinician's finger.

Manufacturer narrative:
Product has been discarded; no product return is anticipated. Lot number is unknown; unable to perform device history review. Complaint received prior to rollout of enhanced in-service training program. Will continue to monitor on monthly trend reports.